Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. Reportedly, a successful endoavf was created. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) was performed for the reported lot number. These lots met all release criteria. No issues related to mrrs, quality control inspection issues, manufacturing processing issues, or internal rejects history were noted. Investigation summary: the event was confirmed for failure to align issue. An image review was performed. Based on several recent experiences with catheter coaptation with devices from the reported lot number, it is reasonable to assume that magnetic strength was compromised, resulting in difficulty achieving typical magnetic catheter coaptation. The root cause for this event confirmed the issue is manufacturing related. Any corrective actions, controls, changes to inspections, or detections are currently being addressed. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through the ulnar vein and ulnar artery sites, there was alleged difficulty in the catheters attracting to each other when the catheter were delivered to the target lesion. Reportedly, a successful endoavf was created. There was no reported patient injury.